Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
The customer received a questionable intact human chorionic gonadotropin + the ss-subunit (hcg+ss) result for one patient sample. The original result from an aliquot was 0.1 miu/ml with a data flag. Per their laboratory policy, the same aliquot was repeated on the same analytical e module and the result was 8.3 miu/ml. The same aliquot was repeated on another analytical e module and the result was 0.1 miu/ml with a data flag. The original primary tube was then tested on the other analytical e module and the result was 0.1 miu/ml with a data flag. The original result was believed to be correct and was reported outside the laboratory. The erroneous result was not reported outside the laboratory. The patient was not adversely affected. The hcg+ss reagent lot number was 17160105 with an expiration date of 06/30/2014. The field service representative found there was a misaligned mixer paddle and realigned it. He observed the instrument performing correctly and as per specification. All system checks were successful. The customer ran qc and all results were all ok ran. The field service representative ran performance testing and all checks where successful.